Manufacturer narrative:
Follow-up #1; date of submission: 04/21/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/09/2015 with the following findings:the pump audio feature was found to be functioning properly; the pump passed all of the audio tests. Review of the audio settings revealed that all of the audio settings were set to "high" with the exception of the temp. Basal setting, which was set to "off". The reported issue was not duplicated. During the analysis, the pump operated according to the specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an audio tone/vibration (quiet sounds) issue. It was reported that the audio tone feature of the pump was producing quiet sounds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.